Event description:
It was reported that the left ventricular lead was connected to the right ventricular port of the implantable cardio- verter defibrillator and sensing was from the left ventricle. Noise was seen and resulted in delivery of high voltage therapy. The noise was reproducible when the physician manipulated the pocket. The left ventricular lead would remain active, and the capture and impedances monitored at subsequent follow-ups.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.